Event description:
No sample or picture was available for analysis. Without the proper sample or picture, an evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The reported leak could be related to 1) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) poor welding of the cassette, 3) over-insertion of the secondary port or leak at the primary line due to insufficient solvent. An internal investigation was issued in order to determine exact root cause. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25a07194 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: customer stating that they were unsure how much of a medication that the patient received since the floor at pooled fluid right under the pump from leaking/dripping out of cassette area. While infusing erbitux for a patient, the rn entered the room and noticed a puddle of fluid on the floor. While none came into contact with the patient or a staff member, it created a challenge in understanding how much medication the patient actually received and carries the risk of an actual chemo exposure in the future. A preliminary review identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.